Event description:
Customer's husband tested himself, reported blood glucose results of lo, which on the active system indicates a result less than 10 mg/dl, and 190 mg/dl within 10 minutes on the active system. He reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system , replacement was sent.